Event description:
A discordant, falsely low sodium (na) result was obtained upon repeat testing on one patient sample on a dimension xpand plus with hm instrument. The sample resulted as expected upon initial testing. The sample was repeated on the same instrument, resulting lower. The discordant repeat result was not reported to the physician(s). The sample was repeated again on the same instrument, resulting higher and matching the initial result. The initial result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls, which resulted out of range. Ccc instructed the customer to replace the rotary valve seal. The customer then successfully calibrated the integrated multisensor technology (imt). Quality controls were rerun, resulting within range. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.